Manufacturer narrative:
Examination of the returned used device found the guide tip broken off. Evaluation also found evidence of device misuse, due to grinding marks on the shaft tip. Inspection per print a55-530-102 rev b, found no critical dimensional issues. Additionally, no evidence of the device fragment remaining in the patient was provided. The manufacturing documents from the device history record could not be reviewed. This lot was likely manufactured by the previous original equipment manufacturing company prior to conmed's acquisition. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the c8660 was being used during a acl reconstruction on (B)(6) 2020 when the "tip of the bullseye aimer broke off in the patient's knee." The reporter stated that an x-ray was performed to locate the component; however, it was unable to be retrieved. The surgeon stated that this would be discussed with the patient to retrieve at a later date. There was no report of injury to the patient or user. There was no report of medical intervention or extended hospitalization. The procedure was completed as planned with increased monitoring and observation. This report is being raised on the basis of injury due to the component being left in the patient.